Manufacturer narrative:
(B)(4).

Event description:
It was reported after post-implant check dislodgement of the atrial lead was observed. The lead was not pacing and sensing accurately. Patient was asymptomatic. The lead was explanted and a new lead was implanted. Patient was fine in the recovery room after surgery.